Event description:
It was reported that during an unknown procedure, the surgeon fired the clip applier and had to force the instrument open. Another device was opened to complete the case. There were no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.